Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that air bubbles were found in reservoir. Approximate size of air bubbles was big. Customer reported that air bubbles were not removed successfully. Customer had experienced high blood glucose and treated with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. No harm requiring medical intervention was reported. The device will not be returned for analysis.